Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins). It was reported there was an issue with the ins. The patient suffered damages due to defects in the ins. In (B)(6) 2013 the patient started to experience severe pain by the implant location. Such pain continued to increase and worsened by intense tremors and general swelling/inflammation throughout her body. Between (B)(6) 2013 and (B)(6) 2016 the patient had gone to their doctor and was evaluated at least 15 times, a company representative helped during such visits. The device was reprogrammed several times trying to solve the issue. Also stated as, patient underwent countless device resettings with no relief of pain, tremors or swelling occurring throughout the body. On (B)(6) 2016, the patient was trembling excessively and had severe pain. Consequently, on (B)(6) 2016, the patient¿s doctor evaluated the patient with the company representative. During the evaluation, they reprogrammed the device again without obtaining any positive results that would relieve the symptoms suffered by the patient. After suffering severe pain and tremors, as well as generalized swelling for approximately three years, the company representative recommended to the doctor to replace the equipment. Between (B)(6) 2016, after another frustrated tentative to reprogram the device; there was an investigation and the patient was informed for the first time that the device implanted was under a previous recall. Even though the patient had been presenting symptoms that resemble the ones described in the recall between (B)(6) 2013 and (B)(6) 2016, only then was informed about their device being under the recall. The patient¿s quality of life was affected since they required the help of third parties to be able to fulfill their duties as a mother and to be able to perform daily tasks. The patient also had to take psychiatric treatment. On (B)(6) 2016 the patient¿s defective device was replaced by a new one. A company representative was present in the surgery and helped to program the device. The company representative tried to reprogram the device 3 times, however, no setting avoided the tremors and the overload that the patient felt. In fact, some of the programs exacerbated the patient¿s symptoms and intensified pain. After replacement of the defective device all the pain, infection, swelling, and tremors were gone. No further complications were reported or anticipated.